Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for less than 48 hours. Symptoms reported include hyperglycemia, fatigue, vomiting and itchiness at the pod infusion site (arm). The patient reports they were unable to apply a new pod when their pod had expired due to their controller would not turn on which was previously reported. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient remains hospitalized for more than a day during this call.